Event description:
On (B)(6), 2007, ts-10 mesh sling was implanted. Other mesh products were also implanted, but dates of these implantations are not available. After surgery, the patient complained of pain in the pelvic area. Eventually, it was discovered that there was a blockage in the patient's kidney. Surgical mesh and suture had eroded into the patient's kidney, causing it to block her bladder. Emergency surgery was performed on (B)(6), 2008 in an attempt to save the kidney but the surgery was unsuccessful and the patent lost all function of her kidney. At present, it is not known which mesh product eroded into the patient's kidney.